Event description:
Per the report received from france, edwards was notified of a 44 mm evoque valve procedure in the tricuspid position. Post-procedure, a conduction disturbance requiring permanent pacemaker implantation was noted. The pacemaker was implanted approximately one week after the procedure. The patient's final outcome was reported as stable.

Manufacturer narrative:
Telephone number - e1: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.